Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer uses lyumjev brand insulin which is considered off label use, the customer was educated by tandem technical support.